Event description:
Our MDR - boston scientific received info that approx one week post implant, these right ventricular and atrial leads exhibited loss of capture on an electrocardiogram. A revision procedure was performed and under fluoroscopy both leads were confirmed to have dislodged. The pt had 3rd degree av block, was hemodynamically unstable, had a low blood pressure, was diaphoretic and disoriented. The right ventricular lead was eventually repositioned with normal measurements. However, the atrial lead was also dislodged and as the pt was unstable, the decision was made to stop the procedure. The atrial lead may be implanted in the future. No add'l adverse pt effects were reported. The right ventricular lead was successfully repositioned and the atrial lead was abandoned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. The event date states that both leads remain implanted, but an explant date was provided. Also, the event states "the atrial lead may be implanted in the future," but the dates provided suggest this lead had been implanted for a week. It was not made clear which position this particular lead was in.

Manufacturer narrative:
Our MDR - the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.